Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient stated a granuloma popped up at the beginning of september last year, and in december they had an operation to remove the granuloma. During the operation, the healthcare provider (hcp) found it was around the connector for the catheter. The patient stated that there was bacteria in there, and "the presumption is that it's infected and everything". The patient stated, "when they were closing me, somebody knit my tubing". The patient reported that their hcp wanted to take the pump out, and that it would be replaced with a newer model pump. The patient was taking antibiotics and baclofen with max dose.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID 8596sc, serial #: (B)(6); product type: 0184-catheter, implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.